Event description:
A hospital in (B)(6) reported that water exceeded (or filled to) the maximum fill level line on an mr290 autofeed humidification chamber after three days of use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v humidification chamber, and a second mr290 chamber with lot number 080722, were received for evaluation. Both chambers were visually inspected for dents and inverted to check for the movement of the floats. The chambers were also performance tested for overfilling by connection with a waterfeed bag and allowing the water to flow into the chamber. Results: no visible damage was observed to either of the returned chambers. When connected to a waterfeed bag, both chambers stopped filling 0.5 mm below the maximum fill line. The float was operating correctly in both units. A lot check revealed no other complaints of this nature for either lot 090614 or lot 080722. Conclusion: overfilling is caused by both the primary and secondary float mechanisms in the mr290 chamber being disabled. Impact damage can lead to misalignment and subsequent jamming of the valve float mechanism allowing water to fill the chamber unimpeded and preventing float operation. The mr290 user instructions includes a warning not to use the chamber if it has been dropped. Following production, the float mechanism of every mr290 chamber is performance tested and those that fail the test are rejected. Our user instructions that accompany the mr290 chamber indicate in pictorial form the maximum fill line and advise the user to replace the chamber should water exceed the maximum fill line. (B)(4).